Manufacturer narrative:
An investigation is currently underway; upon completion, the results will forwarded.

Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had a problem with a gauze dressing. The customer reports "the product is fraying inside the wound during surgery. Irrigation is required to remove the frayed pieces from the wound."